Event description:
It was reported that the fiber was observed to be broken in several places. The fiber was not used and the procedure was completed with another fiber without patient complications.

Manufacturer narrative:
Analysis of the returned fiber did not identified breaks along the fiber body, instead, analysis of the returned device identified a circumferential fracture at the distal side of fiber/cap fusion zone at the bevel edge on the device that could potentially lead to forward firing. The metal cap exhibited mild charred debris adhesion, indicative of tissue contact. The identified metal cap tissue adhesion is likely to have contributed to continuous elevated temperatures to the output window leading to the distal circumferential fracture. According to the instructions for use (IFU), increasing the irrigation flow through a pressurized saline bag (set to 250 mmhg 300 mmhg) will further increase the liquid cooling effect and may reduce fiber tip damage. Based on analysis results, the interaction between the user and device caused or contributed to the identified circumferential fracture.

Event description:
It was reported that the fiber was observed to be broken in several places. The fiber was not used and the procedure was completed with another fiber without patient complications.